Event description:
During a coronary stenting drug eluting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous, non-calcified ramus interventricularis anterior (riva) artery. Thhe physician predilated with a 20 mm balloon. The physician was not able to place 2.50 x 16mm taxus liberte drug eluting stent. He was unable to reach the exact target and during withdrawal there was resistance. The proximal portion of the stent was damaged. Proceudre was completed with a driver bms. Pt condition is reported as "good". No pt complications were reported. This product is similar to a marketed us device.